Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Thyroidectomy- "consecutive error, clean jaw. Sealing in thin tissue not efficient. Additional info received over the phone: the surgeon tried to seal a small vessel (about 2 mm) and he also experienced smoke. Beside the clean jaw alarm, it also appeared regrasp alarm. During this, there was a certainly bleeding. They tried to grasp bigger tissues but the alarms did not disappear. They tried to turn off and on the generator, changed port and finally the hand piece worked as expected until the end of the surgery. Additional information received 20 july 2016: the blade wasn't activated, the bleeding occur before the sealing, and when they try to seal it the errors informations appear on the screen. After a few error messages, they turn off and on the generator, change the port, and everything went well."

Manufacturer narrative:
The event hand piece was returned for evaluation. During inspection, engineering found that the gap between the jaws was insufficient. This condition can prevent the electrical circuit from being completed, which will cause the device to alarm when activated. Engineering was able to replicate the alarms observed during the event by activating the device on thin porcine mesentery. During functional testing, engineering activated the device on small vessels, similar in size to the vessels sealed in the reported event, and concluded that the device performed to specifications after all tissue samples were sealed to within an acceptable burst pressure range. As such, engineering was unable to replicate the insufficient seal observed during the reported event. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device enhancements intended to further minimize the potential for these types of events to occur. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of the products. Additional information requested and received.